Manufacturer narrative:
The device has not been returned by the user facility. Upon receipt of the device and evaluation, a supplemental MDR will be filed.

Event description:
Per the information provided, at the end of the procedure the needle separated from the microtip. The needle did not stay in the patient when it separated from the device. It remained in the handpiece and then fell out of the device after the microtip had been removed from the patient. Total cutting time/ time device in use was 2 minutes. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
The customer is unable to locate the device and it is not being returned for complaint evaluation. Based on similar failures and lab testing of similar devices the probable cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, at the end of the procedure the needle separated from the microtip. The needle did not stay in the patient when it separated from the device. It remained in the handpiece and then fell out of the device after the microtip had been removed from the patient. Total cutting time/ time device in use was 2 minutes. There was no harm, injury or complication to the patient caused by the failure.